Event description:
The customer reported to philips healthcare that "when selecting the pacemaker option" on the heart start mrx "it doesn't take into account its as if it weren't enabled". There was no reported pt involvement.

Manufacturer narrative:
(B)(4): a f/u report will be submitted upon completion of the investigation.